Manufacturer narrative:
(B)(4). Batch # n56u9v. The analysis results found that the tcr75 reload was received with the reload forks damaged, with the swing tab detached, making the reload nonfunctional. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. This damage is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before a ileostomy procedure, the surgeon received a broken extra load that did not fit correctly into the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.